Event description:
It was reported that the patient's pump was rebooting. The patient's mother indicated that the battery cap and battery compartment were not damaged, however the battery cap was unable to securely tighten the battery cap. A new battery cap was installed and was able to securely attach to the pump. During the call the patient's mother indicated that the patient's blood glucose level was 22 mmol/l with no symptoms. This does not meet animas criteria for an adverse event. The patient's mother indicated that the patient's blood glucose level is not unusual, and the patient does not always bolus for meals. This is being reported due to the report of power loss.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers up normally to the verify screen. Evaluation confirmed that auditory and vibratory alarms were functioning appropriately. There were no power failures noted in the pump history. There was no power related defect found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.